Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available. Customer name-sanjivani diagnostics & hospital a unit of green valley diagnostics & hospitals pvt. Ltd

Event description:
The customer reported that the spare lamp was blinking on the light source during reprocessing involving an olympus xenon light source.there was no patient involvement reported.